Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels ranging from 300 mg/dl to high (specific value was not provided). Reportedly, the customer alleged the pump software was "limiting basal" resulting in the high bg level. Customer gave a correction bolus via the pump to address the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to the customer "maxing out all control iq max limits", customer understood and acknowledged. Recommendation was made to consult with healthcare provider regarding diabetes management.